Event description:
"Once stylet inserted, unable to draw stylet back. Balloon was inflated and deflated and neither the stylet nor catheter could be removed without trauma to pt. Unable to pass catheter to bladder. Replaced with a second catheter. Bleeding was noted." Unused samples from the same lot as allegedly failed product will be returned to MFR.